Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patients. This report represents the erroneous elevated accutni result, above the ami cutoff of the assay, generated for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing on another instrument, the repeat accutni result was lower, within the normal reference range of the assay, and considered valid. An amended report was issued. The customer provided additional patient assay results for this patient, however these results were not questioned by the customer as part of this event. The initial, elevated accutni result was reported outside of the laboratory and the patient was admitted, to the hospital and had additional diagnostic tests performed based upon the suspect accutni result. The sample was collected in a lithium heparin tube, stored at room temperature, centrifuged prior to testing and tested within fifteen minutes of collection. No sample integrity issues were noted. Assay quality control values recovered within the customer's established specifications during the timeframe of the event. A system check performed prior to the event generated results which met instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed passing system checks and accutni precision testing to verify hardware. No repairs were required at the time of service. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00698, 2122870-2012-00843.